Manufacturer narrative:
Other relevant device(s) are: product ID: 9735818, serial/lot #: unknown. A hardware analysis was initiated to determine the probable cause of the issue. Analysis found that the hdmi connector had been damaged on the returned I/o panel. The connector shell has been spread causing the reported loose fit. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the site was having issues with the hdmi connector on the navigation system (s8) panel. They were unable to make a tight connection to the port. Requesting the updated panel. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
A medtronic representative inspected the system onsite. The I/o service panel assembly was replaced (analysis documented in previous MDR). After part replacement the issue resolved. If information is provided in the future, a supplemental report will be issued.